Event description:
On 18th july, 2023 getinge became aware of an issue with one of examination lights - lucea 40. Based on the photographic evidence provided by getinge technician, it was stated the headlight covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 18th july, 2023 getinge became aware of an issue with one of examination lights - lucea 40. It was stated the headlight covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause contamination. Corrected b5 describe event and problem on 18th july, 2023 getinge became aware of an issue with one of examination lights - lucea 40. Based on the photographic evidence provided by getinge technician, it was stated the headlight covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the examination lights did not meet their specification, since cracks in covers, resulting in missing plastic particles could be considered as technical deficiency, and in this way the devices contributed to the event. The provided information does not indicate if upon the event occurrence, the devices were or were not being used for patient treatment. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at manufacturing site, cracks were detected at the edge of fixing holes of transparent housing and handle interface were probably caused by the incompatibility of the cleaning protocol or an abnormal use. User manual for lucea 10/40 describes how to clean and disinfect the light heads (nu_01701en_11, pages 28-29). This document includes some of the recommended and prohibited products. In order to avoid mechanical stresses applied on the transparent housing during use the user manual mentions to handle the light by the handle. To prevent similar event, the same user manual mentions to check the light heads during daily inspection (page 21 of nu_01701en_11). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 18th july, 2023 getinge became aware of an issue with one of examination lights - lucea 40. It was stated the headlight covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause contamination.

Manufacturer narrative:
The initial reporter was biomed director (B)(6). Additional information will be provided following the conclusion of the investigation.